Event description:
Subsequent to the initially filed report, the following information was received: on (B)(6) 2020, mitral valve replacement was successfully performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported single leaflet device attachment (slda) and difficulty grasping appear to be related to patient morphology/pathology and the poor image resolution was due to procedural condition. The recurrent mitral regurgitation (mr) appears to be related to the slda. Recurrent mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical procedure were results of case-specific circumstances as the patient remained hospitalized and a mitral valve replacement was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation (mr) it was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. A clip was inserted, but it was noted that due to many chordae in the gripping area, the leaflets were difficult to grasp. Also, due to chordae at the gripping site, the perpendicularity to the valve could not be maintained. It was noted that due to the mitraclip system, the anterior leaflet was difficult to see. Once the leaflets were successfully grasped, the clip was implanted, reducing mr to a grade of 1. The following day, transesophageal echocardiography (tee) was performed and showed the implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 2-3. No additional information was provided.